Event description:
Nursing discovered a pt's IV tubing had been severed at or near the area where the IV tubing exits the pump at 0730. An approximately 3 foot around puddle of fluids was noted on the floor near the IV pump. Ns had been infusing at 125ml/hr. An IV piggy back of zosyn 3.375 gm in 50 ml of ns was hung at 0600, this bag was empty at the time of discovery but unclear if all was infused or if some was lost to the spillage on the floor. This IV had been initiated 3 days earlier around 1245, less than 72 hours from the time of the incident. Equipment involved included a sigma 8000 plus IV infusion pump and b. Braun b-series primary IV set, reference us3485. Equipment was returned to the MFR for investigation.